Event description:
Reportedly, a premature battery depletion of the subject device occurred and the recommended replacement time was reached. The patient is device-dependent. The preliminary analysis revealed a normal battery depletion.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a premature battery depletion of the subject device occurred and the recommended replacement time was reached. The patient is device-dependent. The preliminary analysis revealed a normal battery depletion.